Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation of the procedural imaging revealed a lack of leaflet capture of the posterior and septal leaflets, at least four anchors were observed to have a lack of leaflet capture. Additionally, the anchors on the septal side of the valve were noted to appear low in position during ventricular expansion. Imaging was challenging throughout the procedure and ice was utilized. Available information suggests that patient factors (rheumatic heart disease), procedural issues (lack of leaflet capture on posterior and septal leaflets), and imaging issues contributed to this event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, after deployment, the evoque valve was tilted ventricular creating significant paravalvular leak (pvl). A transcatheter valve was implanted within the evoque valve for stabilization and closure of the pvl. Edwards received notification of a 48mm evoque valve procedure in tricuspid position where it was reported that during the procedure, patient had appropriate volume optimization, the procedural steps were followed, and good leaflet engagement was observed on every anchor. The valve was released smoothly from the system; however, directly after release, the valve dropped immediately on the posteroseptal side into the ventricle and significant paravalvular leak (pvl) was observed. The valve was stable but tilted ventricular. It was decided to implant a transcatheter edwards valve within the evoque valve (valve-in-valve, (viv)) to stabilize the evoque valve and close the pvl. The viv was positioned with the lower third of the transcatheter valve in contact with the evoque locking tabs. The result was acceptable with a mild anteroseptal pvl jet and no pvl detected at the posterolateral side. Post procedure, the mean peak gradient was 3 mmhg and both valve leaflets were functioning well. The patient was stable and tte showed good results. The physician believes the root cause of the event was due to patient anatomy.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.